Event description:
It was reported that the patient with this implantable pacemaker upon implant punctured the lung. The patient was then put on oxygen, and the hole was closed up. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this right atrial (ra) lead punctured the lungs during device implant. The patient was then put on oxygen, and the hole was closed up. This lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created to capture additional information change in h6 impact codes and product involved (implantable lead).